Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommends stopping byte aligner treatment and obtain traditional braces due to dental examination revealing lower anterior crowding that require rotation on #10 and #24.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.